Manufacturer narrative:
Block h6 (device codes): imdrf device code a1802 captures the reportable event of foreign matter inside packaging.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was unpacked on (B)(6) 2024. During preparation, a hair was found inside the sterile packaging of the peg tube. The procedure was completed with another boston scientific peg kit. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was unpacked on (B)(6) 2024. During preparation, a hair was found inside the sterile packaging of the peg tube. The procedure was completed with another boston scientific peg kit. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a1802 captures the reportable event of foreign matter inside packaging. Block h10: the returned endovive standard peg kit was analyzed, media and visual evaluation noted that the device has a hair inside the sterile packaging of the peg tube. The reported event of foreign matter inside packaging was confirmed. Upon analysis, it was found that the device has a hair inside the sterile packaging of the peg tube. This foreign material could be related to the manufacturing process. The investigation to address this problem has been completed. Based on all gathered information, the most probable root cause of this complaint is manufacturing deficiency. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.